Manufacturer narrative:
Information received from an affiliate indicated that a balloon burst during an attempt to deploy a coronary artery stent. The target lesion was the left coronary artery. The lesion was 85% stenosed. The reporter did not have any other vessel/lesion characteristics. The device was properly inspected and prepped. A 3.0mm x 13mm cypher select plus stent was delivered to the lesion for direct stenting and inflated when the balloon burst between 2-4 atmospheres. The reporter indicated that there was no difficulty crossing the lesion. The stent was only partially deployed so was post-dilated with another balloon. A transitional st elevation was noted, which had resolved on its own. The procedure was successfully completed without any further consequences. The product has since been returned for analysis. The product was returned for evaluation on march 5, 2010 and the following was noted: one non-sterile cypher select plus 3.00 x 13 mm was received coiled inside a plastic bag. The stent is not present for evaluation. Inflation medium was observed at the balloon. No damages were observed at the balloon. During the functional analysis pressurized water was applied to the catheter, no leaks were detected at the balloon, hub or sds. Then the catheter was submerged in water, no leaks were detected. During microscopic analysis, no anomalies were found at sds, hub or balloon a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was not confirmed during failure analysis. Because the reported complaint could not be reproduced it is not possible to determine what factors may have contributed to the difficulty encountered by the customer, but concomitant devices could have contributed to the reported event. Because the reported failure could not be confirmed no corrective action will be taken.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4410 ml. The fill volume was 2500 ml; this meets iipv criteria. On (B)(6) 2010, due to the patient's health condition, the patient was placed on hemodialysis. While in the hospital the patient had several strokes and several myocardial infarctions (mis). On (B)(6) 2010, while in the hospital, the patient died. The reported cause of death was cardiac related. The events of several mis, strokes, cardiac issues and fatal cardiac related death were unrelated to dianeal therapy.

Event description:
The report received from the affiliate states that the surgeon noticed a leakage of the balloon while injecting a contrast product. The stent was partially deployed. The deployment was completed with another balloon. The target lesion location was the left coronary artery. The characteristics of the vessel are unknown. The rate of stenosis was 85%. The indication for stent placement was unstable angina. The product was properly inspected and prepped. There was no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. There was no difficulty crossing the lesion with the stent delivery system (sds). It was noted that there was no negative applied to the balloon prior to inflation. During inflation of the balloon with an indeflator, the stent was partially deployed when pressure reached 2 to 4 atmospheres (atms). A transitional st elevation was noticed, which resolved on its own. The type of contrast used in the procedure is unknown. The stent was ultimately deployed in the correct location in the vessel. The lesion was successfully treated. There were no more clinical consequences.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.